Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead implant was attempted due to high out-of-range pace impedance measurements, non-capture except at 10v, and low sensing. High thresholds and out-of-range lv pace impedance measurements were observed in multiple vectors and on the pacing system analyzer (psa). Subsequently, this lead was removed and a different lead was successfully implanted and in-range lead measurements were obtained. No adverse patient effects were reported, and the attempted lv lead was returned for analysis.

Event description:
It was reported that this left ventricular (lv) lead implant was attempted due to high out-of-range pace impedance measurements, non-capture except at 10v, and low sensing. High thresholds and out-of-range lv pace impedance measurements were observed in multiple vectors and on the pacing system analyzer (psa). Subsequently, this lead was removed and a different lead was successfully implanted and in-range lead measurements were obtained. No adverse patient effects were reported, and the attempted lv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements <<throughout these tests>> were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.<laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.